Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The father states the customer had been as high as 500mg/dl. The customer treated with complete set change and administered insulin. The customer did not receive no delivery or any alerts. The father did not have pump available at the time of call. The father was advised to call back at a later time with pump.